Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer, reported that when he screws the 2 pieces of the omega barrel reamer together they shear against each other and he is concerned about pieces of metal coming off.

Manufacturer narrative:
The reported event that one component of a barrel reamer assembly standard catches on the nut as it passes over it and leads to metal debris could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, this does not constitute a problem, as a transition fit between part# 704005-4 and part# 704005-3 is intentional. It aims to avoid disassembly of these components during surgery when using the power tool. Moreover, the assembly of part# 704005-4 with part# 704005-3 is to be done out of surgery. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device is not available to stryker.

Event description:
The customer, reported that when he screws the 2 pieces of the omega barrel reamer together they shear against each other and he is concerned about pieces of metal coming off.